Event description:
On (B)(6) 2012, the patient's mom claimed the patient had unexplained elevated blood glucose as high as 556 mg/dl on (B)(6) 2012. At the time of concern, the patient complained her belly hurt. She was feeling 'crabby' but tested negative for ketones. The patient remained on insulin pump therapy after her infusion set and site was changed. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. Further investigation into other factors that could contribute to the alleged incident revealed the patient may be coming out of the honeymoon stage of diabetes and is presently on very small doses of insulin. In addition, the reporter has been having some issues with the school providing snack without taking bolus insulin. This complaint is being reported because the patient had elevated blood glucose over 500 mg/dl while on insulin pump therapy. It is not clear whether diabetes management, use error, or intentional misuse was involved with the patient's alleged condition.

Manufacturer narrative:
Device evaluation: review of the black box data revealed the data from the date of the alleged event had been overwritten due to continued patient use. There were no errors or alarms related to the event recorded in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no issues. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. On examination, the audio bolus button was noted to be intact, but unresponsive on testing. The button cover was removed for investigation and revealed the slug under the button cover was missing. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.